Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k301 was conducted. There was one non-conformance associated with this lot. This lot met all release requirements. A review of kit lot k301 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the ecp treatment was successfully completed and when removing the kit they observed a blood leak in the centrifuge chamber, and where the drive tube is inserted into the drive tube clamp. The patient was disconnected at the time the blood leak was observed. The customer stated there were no obvious tears or breaks seen on the drive tube. The customer reported the patient was in stable condition. The customer returned the kit for investigation.

Manufacturer narrative:
The complaint kit components were returned for evaluation. Examination of the returned drive tube verified the reported drive tube leak as dried blood was found between the lower end of the drive tube and the tri-connector. The drive tube was pressure tested to check for leaks and a leak was verified at the bond between the lower end of the drive tube and the tri-connector. A material trace of the drive tube used to manufacture kit lot k301 showed no non-conformances. A device history record review found one non-conformance. The non-conformance was associated with kit lot k301 which involved a leak identified at the drive tube and tri-connector joint during lot release testing. It cannot be determined if this non-conformance is related to the complaint as the cause of the leak could not be identified based on the available information. Additional testing was performed on 32 kits from lot k301 and no leaks were identified during integrity testing. This kit lot had passed all lot release testing. The root cause of the drive tube leak was most likely due to a weak solvent bond or due to a sink in the tri-connector bond socket; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 20-jul-2022.